Manufacturer narrative:
A follow-up report will be submitted upon completion of the complaint investigation.

Event description:
It was reported that the adjustment lever on the light source was all the way to the left and was still giving full intensity. The cord was on the drape and burned a hole through the drape. The reporter does not believe the pt was burned.